Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that a arterial cannula 20g/45mm broke at the catheter during use.

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown."

Event description:
It was reported that a arterial cannula 20g/45mm broke at the catheter during use. The following was reported by the initial reporter: "'dear (B)(6), this is not a complaint, I am looking for information. My apologies but I was given these contact details by another bd department. Please forward this to the relevant person.'' Message sent to the customer by rcc on 15th feb: on 15 feb 2021, at 12:56, emea productcomplaints <emea_productcomplaints@bd.com> wrote: thank you for your message. Do you actually want to report a complaint against the bd product to us? If so, please could you provide more details: lot # and product cat number, place of incident, date of incident, any harm on the patient, is the faulty sample available for an investigation? Once investigation is finished, we can provide you with a summary of findings. If you do not wish to report any complaint, please could you clearly state this as our department only deals with product complaints issues. In this instance, I will forward your query to a different department. Message received from the customer on 15th feb: ''dear (B)(6) it regards the 20g bd flowswitch arterial catheter. I¿m looking at an incident where the catheter broke and left a 40mm part in the patient. I wanted to know if you had any reports of this in the last 10years and the number of devices you sell per year."